Event description:
Additional information received on 5-jun-2023 from legal: initial implant op report, initial implant product ID, revision op report and revision product ID attached. Implantation product: optetrak logic tibial insert posterior stabilized (ref 02-022-35-4509, sn (B)(6)). Optetrak logic fit tibial tray cemented (ref 02-022-45-4535, sn (B)(6)). Optetrak 3 peg patella cemented (ref 200-02-35, sn (B)(6)). Cement bone cemex hi (cat# 1200-I, lot# ab6165). Comp fem cr cem rt. (Ref 02-020-11-0345, sn (B)(6)). Date of surgery: (B)(6) 2020; surgeon: (B)(6), md; place: (B)(6) medical center; specifics: osteoarthritis of the right knee, significant amount of soft tissue contracture in the joint. Revision; product: optetrak logic tibial insert posterior stabilized (ref 02-022-35-4509, sn (B)(6)). Optetrak 3 peg patella cemented (ref 200-02-35, sn (B)(6). Cement bone cemex hi (cat# 1200-I, lot# ab8610). Date of surgery: (B)(6) 2023; surgeon: (B)(6) md; place: (B)(6) medical center. Specifics: prosthetic wear and arthrofibrosis of right total knee arthroplasty. Original description summary: legal case - (B)(6). As reported via legal documentation the 59 y/o male patient had a right knee replacement on (B)(6) 2020. Approximately 2 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Postoperative diagnosis: prosthetic wear and arthrofibrosis of right total knee arthroplasty. There was wear on the polyethylene component and on the tibial insert component of the right total knee arthroplasty. There was arthrofibrosis present within the joint. Findings: the patient was noted to have a right total knee arthroplasty. There was wear on the polyethylene component and on the tibial insert component of the right knee. The patient was taken from the operating room to the recovery room in stable condition. No complications were encountered. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. (B)(6) 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm; serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k171045. Concomitants: (B)(6) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t; (B)(6) 201-78-15 - holding pin mini sharp point 4 pk; (B)(6) 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5; (B)(6) 200-02-35 - three peg patella 35mm; (B)(6) 1200-I - cemex isoplastic 40g; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk.

Manufacturer narrative:
Concomitants: (B)(6) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t; (B)(6) 201-78-15 - holding pin mini sharp point 4 pk; (B)(6) 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5; (B)(6) 200-02-35 - three peg patella 35mm; (B)(6) 1200-I - cemex isoplastic 40g; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.